Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.